Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the reciprocating saw attachment device was not functioning. It was further reported that the device was either overheating or vibrating. The reporter was unable to clarify the specific malfunction of the device. The reporter indicated that the device was cleaned and disinfected. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not functioning was confirmed. It was determined that the vibration and heat was not identified as the device did not rotate at all. Therefore, the vibration and heat could not be confirmed and an assignable root cause was not determined. A visual and functional assessment was performed on the device seized and would not oscillating. It was observed that the unit failed the upgrade cone sleeve to four pins (mandatory upgrade needed), check free movement check (would not oscillate and rotate), and check with top of sternum (mandatory upgraded pin needed). During service/repair, it was determined that the gear completely seized; could not rotate due to corrosion, the ball bearings and coupling shaft were corroded and the device failed the pins length of the cone sleeve. It was determined that the issues were consistent with improper cleaning, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.